Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported constant false downstream occlusion alarms which was reproduced. A review of the event history log identified constant false downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor being out of specification. The determined cause was the tubing guide being out of specification causing the force sensor reading issue. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred before use. There was no patient involvement. No additional information is available.